Manufacturer narrative:
Concomitant medical devices: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator.

Event description:
The patient reported an elective replacement indicator (eri) on their device as of the sunday prior to date notified. There was an allegation/dissatisfaction with the implantable neurostimulator (ins) longevity, and the patient has an appointment on (B)(6). There were no patient symptoms alleged. The patient's indication for implant is parkinson's dual and movement disorders. See related regulatory report 3004209178-2016-26931.

Event description:
Additional information was received from the patient. It was reported that the patient was only inquiring at what voltage the ins would shut down. The information was relayed to the patient.

Event description:
Additional information was received from a healthcare professional. It was reported that the device was replaced ((B)(6) 2017). It was reported that no troubleshooting was performed. It was also reported that the ins reached elective replacement indicator (eri) due to high settings.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.